Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a blood glucose level over 500 mg/dl the morning of the call. Customer requested assistance with changing the insulin pump's basal settings. Blood glucose level was 507 mg/dl at the time of the call. No further information was provided.